Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used for a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, the locking adapter of the peg device appeared cracked three weeks after placement. The device was replaced with a different device (product/manufacturer unk). Thee were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.